Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was down and screen went black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down. The field service engineer checked station and tightening all power supply and spine power cable connectors. Fse suspected power loss at outlet. Registered pharmacist confirmed successful power restoration. The system functioned as intended after the field service engineer resolve the issue.